Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure removal difficulties were encountered. Vascular access was obtained via the femoral vein. The 95% stenosed target lesion was located in the severely calcified inferior vena cava. The amplatz super stiff guide wire was advanced to the target lesion with its distal end placed in the patient's right atrium. Inflation was performed with an unspecified balloon catheter. While attempting to withdraw the amplatz, significant resistance was encountered. The physician applied additional force and the outer distal coil separated from the inner core wire, the stretched coil became caught in the right atrium and could not be removed. The physician cut the wire at the femoral vein access site. Approximately 60cm of the wire remains in the patient and additional intervention is not planned at this time. There were no additional patient complications reported and the patient's status is stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed damage to the distal tip. The coiling is severely elongated and unraveled. The coating is severely peeling along the entire body. The wire presents a fracture located approximately 259.2cm from the proximal section. It appears the device may have been in contact with a sharp or metal object. Outer dimensions taken in undamaged portions of the device met specification. Sem lab analysis of the fracture site concluded the fracture occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure removal difficulties were encountered. Vascular access was obtained via the femoral vein. The 95% stenosed target lesion was located in the severely calcified inferior vena cava. The amplatz super stiff guide wire was advanced to the target lesion with its distal end placed in the patient's right atrium. Inflation was performed with an unspecified balloon catheter. While attempting to withdraw the amplatz, significant resistance was encountered. The physician applied additional force and the outer distal coil separated from the inner core wire, the stretched coil became caught in the right atrium and could not be removed. The physician cut the wire at the femoral vein access site. Approximately 60cm of the wire remains in the patient and additional intervention is not planned at this time. There were no additional patient complications reported and the patient's status is stable.